Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A lot number was not provided, a lot specific device history record and complaint database search could not be completed. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the pt presented with an intubation stricture (from when she was infant) and stridor in (B)(6) 2012. The physician dilated the area and then placed a 16 x 60mm stent. At a follow-up appointment on (B)(6) 2013, it was noted the stent had migrated distally. The physician dilated and placed an 18 x 40mm stent telescopically within the previous stent. The pt did experience coughing while the stents were in place. On (B)(6) 2013, the pt presented with a proximal tracheoesophageal fistula at the proximal flare of the stent. Both stents were removed. A montgomery t-tube was placed along with a percutaneous endoscopic gastrostomy (peg) tube. The pt was discharged. The user did not provide a lot number. No add'l harm or injury was reported.